Manufacturer narrative:
Date of event is estimated as (B)(6) 2013 as the event was reported as occurring sometime in (B)(6). Investigation: verify the product nlllllber, product description, lot nlllllber and batch record. No abnormal results were found. Lot number(s): hcg3010138, expiration date(s): 12/2014. Control: 203.2iu/ml hcg urine lot: hcg130307-0l; 240.5iu/ml hcg urine, lot: hcg130307-04; 214.7iu/ml hcg urine, lot: hcg130307-03. Clinical positive urine form 3 pregnant women. Summary of results: the retention devices performed as expected. Detail as below: 1. The 203.2iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=b). The 240.5iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=7). The 214.7iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=b). 3 clinical pregnant urine sample yielded clearly positive results with retention devices at 3 minutes (n=2 for each sample). Probably root cause: hook effect may reduce the t line intensity. If such a condition is suspected, the sample can be diluted 1:10 with distilled water and re-test. Conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 3 different high levels of hcg urine controls and 3 clinical pregnant urine samples. All results were positive at read time. No false negatives were obtained. Root cause could not be determined without patient specimen in-house analysis. Product deficiency was not established. This issue will be tracked and trended.

Event description:
Caller reported potential false negative hcg results on the sure-vue urine hcg test on one patient sometime in (B)(6) 2013. There was no reported adverse patient sequela. There was no patient or testing information provided.